Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the left ventricular (lv) lead implant, when polarity 1 and 2 were measured, the threshold was high, and the impedance was high undefined or greater value. The lv lead polarity 1 impedance was high undefined or greater value when measured after connection to the cardiac resynchronization therapy pacemaker (crt-p). The lv lead polarity 2, 3, and 4 were within nominal range, however noted with pacing failure. Although there were no particular problems with the device's operation, the impedance was comparatively high. The lv lead and crt-p remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that at the patient¿s one week device check, the threshold and impedance had improved to lower values.